Event description:
A complaint was received from a customer that reported that the system was missing the "hundreds unit". A request was made to return the system for eval. In the meantime a replacement unit was provided.